Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station experience a very slow authentication when the user attempted to log in. A technical support specialist referred the knowlegde article "domain error: please contact system administrator with error code - 2222" and informed the hospital it to add the port to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experience a very slow authentication when the user attempted to log in. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.